Event description:
It was reported that there was a leak between the connection of the patient line of the homechoice cassette and the extension set. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.